Event description:
In preparation for a colonoscopy with polyp removal, the user selected a cook endoscopy acusnare polypectomy snare. The user attempted to connect the acusnare to the active cord, but was unable to achieve a secure connection. The active cord worked properly with other accessory devices. The acusnare was used during the procedure even though connection difficulty was experienced prior to use. The user held the active cord and acusnare handle together, but the acusnare would not conduct current. Another acusnare was used to finish the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experienced any adverse effects due to this observation.

Manufacturer narrative:
Eval: our eval of the returned device confirmed the report as it was described. Only the handle of the acusnare was returned. The arms of the electrical pin of the acusnare handle are bent together, preventing secure attachment between the active cord and the acusnare handle. The acusnare handle and active cord connector were subjected to a conductivity test with an ohm meter. The test verified continuous conductivity. (The buzzer of the ohm meter was continuous.) When the acusnare was tested with an ohm meter by touching the electrical pin and the snare head, continuous conductivity was achieved. Although the handle was connected to an active cord and passed a continuity test with an ohm meter, the bend in the electrical pin of the acusnare handle could cause an insecure connection and resulted in difficulty with current application during use. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is remote. Conclusion: info provided in the report indicates the user attempted to connect the active cord to the acusnare prior to beginning the procedure and a secure connection was not achieved. The instructions for use direct the user to visually inspect the device with particular attention to kinks, bends, breaks, or fraying. The instructions for use also direct the user that the active cord fittings should fit snugly into both the device handle and electrosurgical unit. The user is directed not to use the device if an abnormality is detected that would prohibit proper working condition. A bend in the electrical pin of the acusnare handle could cause an insecure connection and result in difficulty with current application. Bending of the electrical pin can occur if care is not exercised by the user during use and general handling. If the active cord was connected or removed at an angle, this could have caused the arms of the electrical pin to bend, causing connection difficulty. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test. The functional test includes verification of proper connection to the active cord. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.